Manufacturer narrative:
Examination of the returned isola set screw hex driver found the fracture was located at the drivers tip. Scanning electron microscopy found evidence of a static torsional shear failure around the hex ends of the driver tip. No material defects or other abnormalities were observed in the analysis. The instrument is over ten years old and based upon its overall worn appearance, has been heavily used. Tip breakage appears to be due to material fatigue due to wear from usage over time. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The set screw hex driver has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Event description:
International affiliate reports that during the surgery, the tip of the hex driver broke off when the surgeon tried to loosen isola set screws. The broken tip is stuck within the removed set screw. Surgery time was extended by forty minutes as a result of the difficulty. The devices were removed and the procedure was completed with no adverse consequences to the patient.